Event description:
The patient reportedly fell on the implant site which caused migration of the internal magnet. In 2006, the patient underwent revision surgery to replace the magnet. The patient remains implanted.